Manufacturer narrative:
The xtra silent nite was manufactured per physician's prescription (rx) and returned for analysis. A visual inspection was performed on the returned device. The edge was smooth and no major cracks were found. The device's layers were intact and did not separate. The device was observed to be not clean with calcium deposits. The color was yellowish; however, the color turns yellowish due to normal usage. The case was returned in a good condition with the label. The right connector was broken; however, the left connector and bite tabs were all intact. It should be noted that the customer did not report the broken connector and there was no evidence discovered to indicate that the broken connector contributed to the reported allergic reaction. A batch/lot review for the associated material showed no manufacturing deviations or abnormalities. Glidewell research team and namsa conducted a series of testing on erkodent material (erkoloc-pro and erkodur) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test results were listed and summarized in rpt 9733 rev 1.0. For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin test. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
The device has not yet been returned. An investigation will be conducted once the sample has been returned and a supplemental report will be submitted. Date of event: asked, but unknown. Model number: not applicable. Catalog number :not applicable. Lot number: not applicable. Expiration date :not applicable. UDI number: not available.

Event description:
It was reported that a patient experienced an allergic reaction after using the xtra silent nite nightguard. According to the information provided by the doctor via e-mail, the patient experienced red, sore and itchy around the inside of the cheek, tongue and inside of lips. The date of the reaction is unknown. The patient has no known allergies.